Event description:
The pump was explanted and replaced with another device due to intermittent symptoms. The patient was experiencing intermittent pain, sweating, anxiety, alternating with periods of sleepness and being difficult to arouse. The device was delivering morphine at a concentration of 30 mg/ml and a dose of 2.3 mg/day. No volume discrepancies have been noted at refill. The catheter was also replaced during surgery. Patient is reported to be doing well with his new pump with resolution of symptoms.